Manufacturer narrative:
The device involved in the incident was not removed from service and is still in use at the facility. Since the device involved in the incident was not returned an (B)(4) from demo stock was evaluated. Using a (B)(6) weight to recreate the situation the alleged failure could not be duplicated. The hosp staff involved in the incident has been retrained in the use of the hovermatt pt transfer device.

Event description:
Two hosp staff had completed a procedure at the x-ray table and had transferred the pt to the stretcher. The staff had lifted the sides of the stretcher and locked them in place. They then turned off the hovermatt pump. As the matt was deflating the resident moved to one side. Staff stated that when this occurred the air in the hovermatt rushed to one side, lifted the resident up in the air and over the edge of the stretcher side rail and the pt fell to the floor.